Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause cannot be identified on the reported phenomenon as it was not reproduced during evaluation. However, based on the results of the investigation, a crack c cover was observed. The root cause of the crack c cover cannot be identified. However, probable cause such as stress due to high impact such as dropping etc. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope plastic distal end cover burned. There were no reports of patient involvement.